Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Other UDI: (B)(4). Lot unknown, UDI is unavailable. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver handle was found broken after wash in sterile processing. No patient involvement. This complaint is for one device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 314.115, lot# 5704889. Manufacturing location: brandywine, release to warehouse date: feb 07, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. A visual inspection, drawing review, and device history review were performed as part of this investigation. This complaint is confirmed. The returned device was examined and the complaint condition was able to be confirmed as the handle was found to be cracked and missing a distal segment of the handle. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 9+ years old (mfg feb-2008), as such instrument age likely contributed to the complaint condition. The stardrive screwdriver t15 (314.115) is a common trauma instrument noted in 10 system technique guides including 3.5mm lcp distal tibia t-plates, small fragment lcp and titanium solid humeral nail. In each system, the screwdriver is utilized for screw insertion. Relevant drawings for the returned devices were reviewed. No dimensional analysis of the handle was completed due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.